Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # t92e2z. Device analysis: the analysis results found that the instrument  er320 was received with the trigger closed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and 2 malformed clip were release from the jaws and then it fed and formed the remaining 19 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be bent and the latch posts were found to be broken which suggest that a lockout premature occurred. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch t92e2z number, and no non-conformance's were identified. The following information was requested, but unavailable: did the device fire and then stop firing, jammed? Were the jaws of the device stuck closed and would not open? If yes. Was the device closed on tissue? If yes. How was the device removed from the tissue? Was there any patient consequence? If yes. Please explain the patient consequence? How was the patient consequence resolved?

Event description:
It was reported that during a laparoscopic cholecystectomy, when using the clip applier for the first time it was completely stuck. They had to open a new clip device.